Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. We were unable to perform the error, occlusion, and the excessive no delivery test due to motor error alarm. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to verify alarm in the alarm history due to history file overwritten. The insulin pump was also programmed with test glucose meter. The insulin pump communicated properly and recorded the 6.7mmol/l value properly from glucose meter. No unexpected blood glucose meter radio frequency communication error noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call motor error alarm and motor position encoder error alarm on the insulin pump. Customer's blood glucose reading was 10.5 mmol/l. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error multiple times in a 30 day period. Customer was able to rewind the insulin pump and the alarm occurred during the fill cannula process. Customer received a motor position encoder error alarm in addition to the motor error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.